Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent right ventricular electrogram noise. The noise was oversensed resulting in pacing inhibition for about three seconds. Pacemaker mediated tachycardia was also reported. There have been no reported patient symptoms. Lead measurements were reported normal and within range. Technical services discussed possible troubleshooting. The patient was to be further evaluated.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.